Event description:
Failure code 810:04 was discovered in the event history during the evaluation. It is unk where this failure code occurred or if there was any pt injury or medical intervention neccessary. No add'l info is available.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed.